Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, after fully depressing the prostyle plunger during step 2, there was no click sound and the suture was not present when the plunger was removed during step 3. The suture of two new prostyle devices were successfully pre-placed. The aaa procedure was completed using a 10f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported no click sound could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss could not be confirmed due to components were not returned. However, suture retrieval issue link separation was observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.